Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failures second time. The customer's blood glucose value was 124 mg/dl. The insulin pump passed displacement verification test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures confirmed in the self test and the downloaded history log due to a pio (software) failure. Insulin pump failed the self test and the active current measurement test. Active current measurement test failure isolated to electrical board. Insulin pump passed the sleep current measurement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test.